Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. There no known impact to the customer's blood glucose level. Multiple supply changes were performed to address the occlusion alarms.